Manufacturer narrative:
A review of the manufacturing records indicated the device met pre-release specifications. Correction of health effect-clinical code to 4528 . Addition of component code 515.

Manufacturer narrative:
Revised b1: product malfunction with no adverse event. Revised h6: investigation findings code - no device problem found. Documentation of production record analysis in h10 of previous emdr report related to this event.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A review of the manufacturing records indicated the device met pre-release specifications. Due to no device return, an engineering investigation could not be performed.

Event description:
It was reported to gore that during a iliac limb extension procedure the gore® viabahn® vbx balloon expandable endoprosthesis came dislodged from the inflation balloon. Reportedly the device was already at the intended location and the procedure was completed using the same vbx device by inserting inflation balloons to expand the device within the patient. It was reported that the patient tolerated the procedure.